Event description:
Pt reported the infusion device displayed an e8 power interrupt error after the battery was changed. Pt was unable to resolve the issue by following the troubleshooting steps. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was returned for evaluation, and the complaint cannot be verified due to mishandling of the product. E8 power interrupt errors were found in the history. Due to an external mechanical influence, the snap dome of the up button is pressed through. This source led to an always activated up button and an unsolvable e8 power interrupt error message.